Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was successfully reprogrammed. No further lead noise episodes noted. Patient condition was very good.

Event description:
It was reported that during follow-up, non-sustainted lead noise episodes and inappropriate mode switching were noted on the device. It was determined that the non-sustained lead noise were casused by intermittent crosstalk, and the mode switches were caused by far-field r-wave oversensing. Programming changes were recommended.